Manufacturer narrative:
Manufacturer contacted the consumer. The seating system on the chair is not an invacare seating system. Invacare contacted the seating system manufacturers and forwarded the consumers letter and photos. MDR filed as a conservation measure.

Event description:
The consumer was at the sink in his home when he attempted to tilt his wheelchair. The chair allegedly did not respond. After several attempts, the chair allegedly tilted, pinning his legs under the sink. The family had to physically move the chair to remove the consumer from the chair. 911 was called and the consumer passed away at the hospital a few hours later.